Event description:
It was reported by a competitor that the health care professional was unable to interrogate the device. Our records indicate that the patient had expired. There is no allegation that the death was device related. The cause of death has been requested but not yet received. Additional information received from the health care provider reported the patient had died in facility. The device had been explanted earlier for normal battery depletion.

Manufacturer narrative:
It was reported by a competitor that the health care professional was unable to interrogate the device. Our records indicate that the patient had expired. There is no allegation that the death was device related. The cause of death has been requested but not yet received. Additional information received from the health care provider reported the patient had died in facility. The device had been explanted earlier for normal battery depletion. No conclusion can be drawn interrogate, difficult to low battery.